Event description:
The pump was returned for investigation. Investigation revealed contamination underneath the keypad contacts and a damaged battery cap. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the contrast button was found to be unresponsive. Contamination was found underneath the up, down, and contrast button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additionally, the battery cap was returned in a damaged state. There was also damaged observed to the casing of the pump. (B)(6).